Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-56, lot# v390366, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a-56, lot# v340198, implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that the lead appeared to have pulled back during an unrelated spine fusion procedure. It is unclear by how much the lead had migrated as there was no pre-operative picture of the lead position. It was thought that the patient did not use the implantable neurostimulator (ins) anymore. It was unknown if actions were required as a result of the event. It was unclear which lead had moved, and no action was attempted to reposition the lead. Diagnostic testing or troubleshooting performed included x-rays. It was unknown whether the product issue was resolved, and it was unknown whether the event cause was determined. The patient's status was alive with no injury, and it was unknown whether there were symptoms associated with this event. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.